Manufacturer narrative:
The reported event is confirmed as manufacturing related. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution slowly leaked out of a 0.013" pinhole found at the tubing above the trifurcation. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that have had three more product concerns completed on the bard sure step foley catheter tray. All three defective foleys have been saved and are available for pick up or to be sent with a shipping label. Product concerns have been completed on all three. The balloon had either deflated and the catheter spontaneously expelled, or the fluid is spraying out of the y site when trying to inflate. Per follow up information received via email on 11nov2025, it was reported that all products required removal from the patient and a replacement catheter placed.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) and the solution slowly leaked out of a 0.013" pinhole found at the tubing above the trifurcation. This is out of specification per inspection, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that have had three more product concerns completed on the bard sure step foley catheter tray. All three defective foleys have been saved and are available for pick up or to be sent with a shipping label. Product concerns have been completed on all three. The balloon had either deflated and the catheter spontaneously expelled, or the fluid is spraying out of the y site when trying to inflate. Per follow up information received via email on 11nov2025, it was reported that all products required removal from the patient and a replacement catheter placed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that have had three more product concerns completed on the bard sure step foley catheter tray. All three defective foleys have been saved and are available for pick up or to be sent with a shipping label. Product concerns have been completed on all three. The balloon had either deflated and the catheter spontaneously expelled, or the fluid is spraying out of the y site when trying to inflate.